Event description:
Blood on nose - skin [skin haemorrhage]. Blood on lip [lip haemorrhage]. (Stabbing to) nose...painful - skin [pain of skin] . (Stabbing to) lip. Painful [lip pain] . Stab.(drawing blood on) nose. Stabbing marks - skin [skin injury]. Stab...(drawing blood on) lip. Stabbing marks [lip injury] . Tooth brush head comes off in mouth - oral-b [device breakage] . Case narrative: consumer via e-mail stated that the oral-b toothbrush head came off in their mouth and stabbed them, drawing blood on their nose and lip. The stabbing marks to their nose and lip was quite painful. No serious injury was reported. 16-feb-2023 follow up via e-mail: the suspect product lot was 5 bb 937 10701. The concomitant products were: oral-b power power oral care refills precision clean eb20 and oral-b power power oral care refills. No serious injury was reported.

Manufacturer narrative:
On 16-mar-2023: product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Blood on nose - skin [skin haemorrhage]. Blood on lip [lip haemorrhage]. (Stabbing to) nose...painful - skin [pain of skin]. (Stabbing to) lip...painful [lip pain]. Stab...(drawing blood on) nose...stabbing marks - skin [skin injury]. Stab...(drawing blood on) lip...stabbing marks [lip injury]. Tooth brush head comes off in mouth - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head came off in their mouth and stabbed them, drawing blood on their nose and lip. The stabbing marks to their nose and lip was quite painful. No serious injury was reported. 16-feb-2023 follow up via e-mail: the suspect product lot was 5 bb 937 10701. The concomitant products were: oral-b power power oral care refills precision clean eb20 and oral-b power power oral care refills. No serious injury was reported.